Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported unintended stimulation in their rib region and insufficient pain coverage. Troubleshooting was performed, including reprogramming. It was reported that the patient¿s leads were placed more lateral, which was suspected to be contributing to the reported event. The patient requested explant of their evoke scs system. The evoke scs system was confirmed to be functioning as intended prior to the explant.